Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information that a 27mm aortic pericardial valve was explanted after an implant duration of four (4) years, 11 months due to endocarditis, large vegetation and modest root abscess. The patient was admitted approximately four (4) months prior for endocarditis and received home IV antibiotics. Repeat tee showed increased size of aortic valve vegetation; therefore, the patient was readmitted for redo avr. The 27mm valve was explanted and replaced with a 25mm magna valve. Intra-operative stat gram stain showed no bacteria. There were no complications. The patient was transferred to the ICU post procedure.

Manufacturer narrative:
Requests for additional information are currently in progress; however, the healthcare provider has not provided any additional details regarding this event at this time. Although the reason for the redo-avr is unknown, there has been no allegation of product malfunction contributing to the event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a 27mm 3300tfx aortic valve was explanted, after an implant duration of 4 years and 11 months, due to unknown reasons. No additional information was provided.